Event description:
It was reported that during the procedure, the right atrial (ra) lead exhibited failure to capture, failure to sense and high pacing impedance. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, high pacing impedance, and signal noise were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead found no anomalies.

Event description:
New information received noted that the right atrial (ra) lead exhibited noise.